Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush became detached - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head became detached. No injury was reported. (B)(6) 2023 follow up via e-mail: the consumer was a male. No injury was reported. (B)(6) 2023 follow up via images: the concomitant product lot was r71751232. No injury was reported.